Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient medication orders had not been showing up in ICU, west, and central pyxis stations. A field service engineer, with the assistance of a technical support agent, was able to help a couple of nurses with the issue of not seeing medications on the medstation. The support agent suggested the customer go through user templates on the console and recheck all categories. The customer went through the charge nurse template, cleared all check boxes, saved, then rechecked the same boxes and saved. Testing was done with a charge nurse at east (B)(6), and it was confirmed that they were now able to see the previously missing medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main, patient orders were not showing up in the stations. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.